Manufacturer narrative:
The olympus service center also identified the scope was leaking, distal sheath glue cracked, plastic distal end cover cracked/leaking, and there was a switch button issue.the investigation is in progress. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
During a standard inspection of a customer returned asset, the plastic distal end cover glue peeling and chipped. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause of the reported adhesive malfunction could not be conclusively determined as no device was returned to the legal manufacturer, however, based on the physical evaluation the potential cause can be attributed to external force to the distal end. As stated on the IFU (instruction for use) and as a preventive measure, the IFU provides the following: chapter 3 preparation and inspection - 3.2 inspection of the endoscope - inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, forming objects, or other irregularities. Olympus will continue to monitor complaints for this device.